Event description:
Customer reportedly obtained results of 250 mg/dl, 26 mg/dl, 50 mg/dl, 59 mg/dl, and 63 mg/dl on the compact plus system within 10 minutes. Customer drank juice after receiving 63 mg/dl. No adverse event reported. Requested return of suspect system and replacement was sent.